Event description:
It was reported that the insulin pump alarmed compromised force sensor system and had loose drive support cap. Troubleshooting was done. No blood glucose reading provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, broken pump belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).